Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned device was attached to an encore inflation unit and inflated to its rated burst pressure of 12 atmospheres with no leaks or drop in pressure noted. The inflation device was verified at 12 atmospheres before and after use with a calibrated pressure gauge. Using the same encore, a vacuum was pulled and the balloon deflated within its allocated time of 20 seconds. This inflate to rated burst pressure and deflation fully under vacuum was repeated on three more occasions and on each occasion the balloon maintained pressure with no leaks noted and deflated fully within 20 seconds. The deflation time was recorded using the digital timer. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon deflation issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery (cfa). A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon was difficult to inflate and took a few minutes to deflate completely. The procedure was completed with this device. There were no patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon deflation issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery (cfa). A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon was difficult to inflate and took a few minutes to deflate completely. The procedure was completed with this device. There were no patient complications were reported and the patient's condition was good.